Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated that the patient had been 'in the hospital for medical reasons' which was thought to have been pneumonia. It was noted that 'this was not pump related though'. No further information was available at the time of this submission.

Event description:
The patient was hospitalized. A spinal tap was done and (B)(6) was ruled out. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 8709, lot # l57097, implanted: (B)(6) 1998, product type catheter.